Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported on the adc device. A customer reported receiving an unspecified low sensor scan when compared to how they felt. The customer experienced a seizure and a loss of consciousness and was unable to self-treat. The customer had contact with the healthcare professional (hcp) who checked the customer¿s blood acidity (ph value- ketoacidosis) and obtained an unspecified laboratory result. The hcp diagnosed the customer with hyperglycemia and provided unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. All pertinent information available to abbott diabetes care has been submitted. Correction: this serves as a correction report as the previous MDR's inadvertently was missing the extended investigation for the reported sensor.

Event description:
A low reading issue was reported on the adc device. A customer reported receiving an unspecified low sensor scan when compared to how they felt. The customer experienced a seizure and a loss of consciousness and was unable to self-treat. The customer had contact with the healthcare professional (hcp) who checked the customer¿s blood acidity (ph value- ketoacidosis) and obtained an unspecified laboratory result. The hcp diagnosed the customer with hyperglycemia and provided unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported on the adc device. A customer reported receiving an unspecified low sensor scan when compared to how they felt. The customer experienced a seizure and a loss of consciousness and was unable to self-treat. The customer had contact with the healthcare professional (hcp) who checked the customer¿s blood acidity (ph value- ketoacidosis) and obtained an unspecified laboratory result. The hcp diagnosed the customer with hyperglycemia and provided unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.